Event description:
On april 13, 2026, senseonics became aware of a hyperglycemia event. The patient reported sensor glucose (sg) values of 132mg/dl and fingerstick test values of 437mg/dl. The user-set high alert threshold setting was 250mg/dl. The user's sg readings did not exceed the high alert settings. The event was resolved by the patient administering insulin.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.